Event description:
This report pertains to one of three devices used during the same procedure. Associated manufacturer reports #3005099803-2012-01073 and # 3005099803-2012-01129 pertains to the other devices. It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure on (B)(6), 2010 to treat her cystocele. This procedure was completed with no complications. Post implantation, the patient experienced abdominal, pelvic, and leg pain, dyspareunia, and bleeding (specifics and date/s of onset unknown). On (B)(6), 2010, a different physician discovered approximately 3 millimeters of mesh protruding through the patient's anterior apical vaginal wall. The patient underwent corrective surgery the next day in order to remove the protruded mesh (quantity removed unknown). On (B)(6), 2010, the patient presented with further mesh extrusion at another hospital and underwent another revisionary surgery to remove the protruding mesh (quantity removed unknown). Reportedly, following this procedure, the patient underwent two additional procedures to remove protruding mesh (date/s of procedures and quantities removed unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.